Event description:
Revision surgery - the patient received a revision for a reverse surgery in (B)(6) 2008. The patient's prosthesis recently failed with the glenosphere disassociating. It was determined the patient would be converted to a hemi using the hemi adapter and a foundation head.